Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to duplicate the reported event. To resolve the issue, the technician reconfigured the wall monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that a wall monitor connected to their hexavue custom room rack is pixelated. The event did not occur during a patient procedure. No report of injury.